Event description:
The user attended a routine visit at the hospital. He reported that he doesn't hear very well with the device. This started since 2020 when the audio processor was changed and 1 channel was turned off. A re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance is affected. There is no report of any accident or trauma. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition, the reported observed increase in the ground path impedance is likely due to bone growth around the reference electrode. A complete insertion of the electrode array was not achieved at implantation surgery, reportedly two channels remained extra-cochlear. The problems given in the recipient report appear to match the damage found. This is a final report.